Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the user tried to log in the drawers were not opened and manually releasing drawers to continue with surgery. The field service engineer found that the mini drawer controller board needed to be replaced to resolve the issue. The field service engineer then replaced the mini drawer controller board and tested it in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.